Manufacturer narrative:
Analysis found that there was no fault with the device. The item was tested and passed manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported that the device was not responding and not working properly prior to the procedure. There was no patient involvement.